Event description:
It was reported that the power pca was damaged at the battery pca connector. There was reportedly no patient involvement. The manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca, which was replaced and the device was returned to full functionality. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the power pca was damaged at the battery pca connector. There was reportedly no patient involvement.